Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). The manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the orange and green power light emitting diode (led) went off due to contact failure. There was no patient involvement. Event date not specified, estimate used.